Manufacturer narrative:
(B)(4). The device was received for sample evaluation with approximately 20ml of solution in its bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection via the naked eye showed no evidence of a leak or rupture on the bladder. A functional test was performed by manually filling the bladder with water to its maximum volume. During and after fill, no evidence of leak, rupture or deflation was found on the bladder. The reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the elastomeric bladder of a large volume intermate leaked. The bladder reportedly deflated and fluid leaked outside the device. The reporter stated that the device had been filled with tsb media. There was not patient involvement. No additional information is available.